Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the receiving inspection (ri) for viper2 x25 set screw inserter was conducted identifying that lot number ag2098489 was released in a single batch. Batch1: lot qty of (B)(4) units were released on december 1, 2014 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: viper2 x25 set screw inserter (part# 286735400, lot# ag2098489, qty# 1) was returned and received at us customer quality (cq). Upon visual inspection at cq, it is observed that the distal tip of the outer shaft of the set screw inserter got broken. The broken fragments were not returned at cq. The threads of the inner shaft sub assembly got slightly deformed. Rest of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Device failure/ defect identified? Yes. Functional testing: functional testing of the received device was not performed at cq due to the received condition of the device. Dimensional inspection: dimensional inspection of the received device was not performed at cq due to the post manufacturing damage. Documentation/ specification review: the following drawing(s) was reviewed: viper2 x25 set screw inserter. Viper2 set screw inserter inner shaft assembly. Viper2 x25 set screw inserter inner shaft sub-assembly. No design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. But the reported ¿foreign body left in patient¿ condition cannot be confirmed without any visual evidence like x-ray or scan reports. Investigation conclusion: the complaint is being confirmed for viper2 x25 set screw inserter (part# 286735400, lot# ag2098489) as the tip of the device was found to be broken. While a definitive root cause could not be determined, it is possible that the tip of the device might have encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this procedure was a thoracolumbar spinal fusion at th12 treating burst fracture on (B)(6) 2020. After deploying all the screws and rod(s) with 2 above 2 below fusion, the surgeon inserted setscrews from both sides. While he was tightening the setscrew on l1 right, the tip of the screw inserter broke off. He was not able to remove the fragment which stuck in the setscrew. The surgeon decided to leave the fragment in the patient¿s body for the following reasons. Any sharp section of the fragment had not come out of the setscrew. The patient was not allergic to metal. The procedure was completed less than 30-minute surgical delay. The surgeon commented the following: he excessively tightened the setscrew. He evaluated the severity as mild to moderate. The patient is currently hospitalized and is not scheduled to undergo a revision procedure. No further information is available. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown). Unknown rods (part# unknown, lot# unknown, quantity unknown). This report is for one (1) viper2 x25 set screw inserter,. This is report 1 of 1 for (B)(4).